Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The user is reportedly using batteries advised by manufacturer. Pump and batteries have gotten very hot on at least two occasions. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up # 1 date of submission 02-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: during testing, the battery cap was able to fully tighten to the pump and the pump was able to power up with the battery cap. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The investigation did not confirm the initial complaint about excessive pump temperature. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.